Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by pain (unspecified). The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event and action with pd therapy was not reported. The patient was recovered from the peritonitis event 20 days after event onset. No additional information is available.